Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported migration. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported migration and tissue injury appear to be related to challenging patient anatomy, per case details. The reported mitral regurgitation and fever appear to be cascading events of the migration and tissue injury. The reported patient effects of mitral regurgitation, tissue injury, and fever, as listed in the mitraclip g5 system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 2. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1. On (B)(6) 2026, a week post procedure, the patient returned to the hospital with a fever. A transesophageal echocardiogram (tee) was performed and revealed that the clip partially detached from the posterior mitral leaflet (pml) and remained fully attached to the anterior mitral leaflet (aml) (partial clip movement), causing mr to increase to a grade of 3-4. It was noted that the tissue may be damaged.